Manufacturer narrative:
Device evaluation summary: visual inspection showed no evidence of any clots or blockages. Additional inspection under magnification did not observe any rough edges or burrs inside or around the holes in the tip. Following the component specification drawing for 022 tips an ID dimensional check was performed using calibrated calipers. Tolerance given for this area was 0.097 minimum diameter in 4 places. All four holes were measured and met the acceptance criteria given. During the cleaning process there was a flow of 2 lpm observed through the device. Reason for return was not confirmed for any blockages. Conclusion: after investigation at medtronic, complaint was unconfirmed for clotting in the cannula tip. There was no observed damage to the device and there was no evidence of a clot found during product analysis. It was unknown what may have caused this occurrence. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. There were no adverse patient effects as a result of this incidence. Medtronic has made its supplier aware and will continue to monitor for future occurrences and trends. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a single stage venous cannula, the customer reported that after cannulation when they went on bypass, they had consistent acts of over 1000. The customer noticed a decrease in flow and decided to check the cannula for a suspected clot. The device was replaced to complete the procedure. There was no patient impact associated with this event. Additional information was received stating that the customer thought they saw a clot in the cannula but when it was flushed through they did not see a clot. There was no blood loss associated with the event. The reported issue was identified early in the case, but the specific time is unknown. There was no damage to the tip. Medtronic received additional information that they used heparin as the anti-coagulant.